Manufacturer narrative:
The patient stated that he was using the vest for about 2 weeks. He stated that he has had bronchiectasis and hemorrhaging previously. The patient stated he was admitted for 8 days due to a pulmonary hemorrhage. The patient received testing, therapy breathing treatments, antibiotics and had a bronchoscopy that was clear. Patient's pulmonary hemorrhage is most likely related to his underlying pathology. The use of the vest could have contributed to the incident. This is not indicative of a malfunction. The patient did not allege any malfunction of the vest unit. The vest unit is being returned but has not yet been evaluated.

Event description:
Hill-rom received a report from the patient stating he developed a pulmonary hemorrhage. The unit was located at the patients home. This report was filed in our complaint handling system as (B)(4).